Event description:
It was reported that the patient's seizures were very well controlled until about two months ago when seizure increased significantly. The health care professional wanted to see if vns battery is depleting. However, per settings provided, the generator had not reached end of service. No additional relevant information has been received to date.

Event description:
Additional information was received that high impedance was observed on system diagnostic test. As diagnostics at the time of the previous increase in seizures is unavailable, it is suspected that the high impedance may have been a contributing factor for the increase in seizures. The patient underwent full revision surgery and the explanted products will not be returned by the explant facility.